Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 of the same event. It was reported by (B)(6) that during a correction of hallux valgus surgical procedure, it was observed that the electric pen drive device exhibited low power. The electric pen drive device was in use with a hand switch device, a cable device and a console device. According to the report, the device was in the surgeon¿s hand and when the surgeon changed the position of the device, the device ran slower and had lower power. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. The surgical procedure was completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.